Event description:
Iabp catheter placed 11/28/1997. Used in conjunction with datascope system 90. Approximately 3 1/2 days after placement of device, alarmed "gas loss" from beginning of use. Iabp console changed out r/t possible console malfunction. No blood visible in iabp tubing or balloon at 2030 event; blood visible 2230. Gas loss, alarm, 80's-90's. Cva x 2. Pt died.